Manufacturer narrative:
Concomitant medical products: dtbb1d1 device, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead showed a threshold rise to high thresholds after ventricular fibrillation (vf) induction during a routine device replacement procedure, along with diaphragmatic stimulation. It was noted prior to the device replacement, the lv threshold value was optimal and then continued to show a high value one hour post-implant after repeated testing. The lv lead was inactivated and the patient will continue to be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.